Manufacturer narrative:
Based on the investigation results from factory no abnormality was found on the retained sample lot kept in factory. Upon receiving the actual complaint sample factory will perform an essential test and provide copy to us. In turn we will forward copy of the report to you for your file record.

Event description:
The patient required surgery to remove the teflon that broke inside the patient's arm.